Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the in-clinic check, false pause episodes due to undersensing were observed. Programming changes were made. A week later, false pause episodes due to undersensing continued to be observed. Review of the episode revealed the pause episode did not look physiological. The patient was asymptomatic and will continue to be monitored.